Event description:
During positioning of the light head, a plastic part of the spring arm joint cover fell into the sterile area. No injury was reported.

Manufacturer narrative:
Preliminary analysis shows that the joint cover of the upper joint fell off. There is no visible damage to the outside of the cover. The metal sleeve of the cover was mounted incorrectly. The metal cover is fixed by the plastic cover. The device was repaired with the installation of a new cover.